Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
The patient reported, the infusion luer separated from the tube during the night. This occurred several times. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was returned for evaluation, and the complaint could not be verified due to mishandling of the product. Investigation of one used tube revealed that the luer was separated. A retention sample was checked and was found in accordance with product specifications.